Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached. The following information was provided by the initial reporter. Attached is a short alert about eclipse needle guards detaching instead of shielding the needle. Thank you for your help. Bd eclipse¿s needle guard may detach when activated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached. The following information was provided by the initial reporter: attached is a short alert about eclipse needle guards detaching instead of shielding the needle. Thank you for your help. 1. Bd eclipse¿s needle guard may detach when activated.